Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a 14mm amplatzer septal occluder was selected for implant. The device was mis-sized, however also deformed into a cobra shape. The device was exchanged for a new 16mm amplatzer septal occluder, which was successfully implanted. No patient consequences were reported.